Event description:
It was reported that (1) device was used during a video assisted thoracic surgery. It was reported by the affiliate that after the 4th firing, the jaw of the tsb45 instrument would not open completely by depressing the release button and the closing lever would not open and close the jaw. The staple line and cutting was normal. Another tsb45 was opened and used to complete the case. There was no consequence to the pt.